Manufacturer narrative:
Additional information received: it was reported that the "l-shaped lock" refers to the tip capture release handle and it was confirmed the difficult to release occurred only with the free flo stents. There was no patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a taa. It was reported that during the index procedure when releasing the proximal bare stent, there was no issue with unlocking the l-shaped lock, but there was strong resistance when trying to release it, and it wouldn't move. After several forceful attempts without any change, it was finally released by applying strong force, accepting the risk of damage before moving to the disassembly method. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: device received with external slider and tip capture release handle in the home position. The stent graft had been deployed prior to receipt of the device and was not received for analysis. A bend was evident to the graft cover. The graft cover was fully advanced on receipt of the device and could be advanced and retracted with no issues. The tip capture spindle was fully advanced on receipt of the device and could be advanced and retracted with no issues. No deformation evident to tip or spindle. No other deformation evident to the remainder of the device. The reported deployment/expansion issues could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.